Event description:
It was reported that when the device was at elective replacement indicator (eri) and pacing at vvi 65 that the battery voltage and lead impedance values were not displayed when the device was interrogated. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed adverse event, and revised event description and moved 5068 device from the reported device list to concomitant device list as the 5068 was not at issue of complaint. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that right ventricular lead was capped and "not usable" as patient condition was downgraded. The right ventricular lead was capped due to no longer being needed by the patient. The pacemaker was exxplanted and replaced due to reaching elective replacement indicators. No patient complications were reported as a result of this event.